Event description:
Pt revised because of pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The root cause is undetermined. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.